Event description:
It was reported to philips that the system could not start up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Philips was unable to confirm the allegation regarding the system not starting up, as the quotation was not accepted and service was canceled by the customer. Therefore, no additional investigation or corrective action was possible or has been provided by philips. The codes were updated based on the investigation outcome.